Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
Customer reported that after the PICC puncture was completed, the joint was found to be loose, unable to be fastened, easily came off, and there were safety risks, so a new joint was replaced. No other information provided.